Event description:
The perfusionist reported that approx ten minutes into bypass, the pressure linked to the arterial pump lost communication with the pressure cable, alarmed and displayed dashes. The alarm could not be muted. The pump stopped. The perfusionist hand cranked to maintain blood flow while checking transducer connections and setting up the backup pump. A few minutes after setting up the backup arterial pump, the alarm stopped and the display started reading properly. The case continued without any further issues. It was reported that there were pt complications, but it was unk if it was related to the incident or surgery.

Manufacturer narrative:
Pt information will be forwarded when available. Manufacturing date will be forwarded when available. Sorin group deutschland manufactures the s3 pump. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that the pressure cable linked to the arterial pump lost communication and stopped the pump. The perfusionist hand cranked to maintain blood flow while checking the transducers and setting up the backup arterial pump. Shortly after setting up the backup pump, the pressure system resumed normal function. The case continued without incident. The pt was diagnosed with a stroke. After the case, the perfusionist set up a circuit and checked the pressure system. No problems were found. A sorin service rep was dispatched to evaluate the system. The pressure sensor module, the display and the system were thoroughly tested. No problems were found. The reported problem could not be reproduced. The pump was placed back in service. The perfusionist requested that the transducer cable be evaluated by sorin group. To date, the product has not been rec'd from the facility. A f/u report will be filed when the investigation is complete. Several days after the incident, the perfusionist reported that the pt was doing better.